Event description:
It was reported that electrogram (egm) review of this pacemaker system due to right ventricular (rv) lead loss of capture (loc) concerns and unsuccessful right ventricular auto-threshold (rvat) testing. Technical services (ts) reviewed troubleshooting options and recommended further rv lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.